Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system infection. It was noted that the infection occurred on the distal electrode side. The infection was being treated by antibiotics. A possible revision will take place. There were no additional adverse effects reported.

Manufacturer narrative:
.

Event description:
Additional information noted that the electrode was repositioned and the device continued to be used. The physician suspected that is not an infection, rather foreign body reaction. The field representative wanted to know about electrode and shock coil material of s-ICD. Boston scientific technical services (ts) discussed with the filed representative.